Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported the pump beeped in irregular intervals and the display was not working anymore; pump was without function. No adverse event reported. Requested return of the alleged device for evaluation.